Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a premature battery depletion error was observed for this subcutaneous implantable cardioverter defibrillator (s-ICD). It was stated that in-person interrogation is to be schedule. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that a premature battery depletion error was observed for this subcutaneous implantable cardioverter defibrillator (s-ICD). It was stated that in-person interrogation is to be schedule. This s-ICD remains in service. No adverse patient effects were reported. Additional information regarding data analysis states that the battery depletion error was a false positive due to a large number of magnet detections and beeping. Ts discussed that the error can be reset. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that a premature battery depletion error was observed for this subcutaneous implantable cardioverter defibrillator (s-ICD). It was stated that in-person interrogation is to be schedule. This s-ICD remains in service. No adverse patient effects were reported. Additional information regarding data analysis states that the battery depletion error was a false positive due to a large number of magnet detections and beeping. Ts discussed that the error can be reset. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that the first magnet activity occurred on (B)(6) 2025. This s-ICD remains in service. No adverse patient effects were reported.